Manufacturer narrative:
(B)(4). (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The sensor was inserted into the arm on (B)(6) 2025. The patient reported experiencing a skin reaction and infection on (B)(6) 2025. Symptoms included pain, itching, rash, redness, inflammation, pimples, blisters, infection, and the development of a scar beneath the sensor patch. The area had been prepped with alcohol prior to sensor insertion. On (B)(6) 2025, the patient consulted a physician who diagnosed the infection and prescribed oral antibiotic treatment (amoxicillin; dosage unspecified). At the time of the report, the patient continued to experience pain at the site, though the reaction was gradually improving. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.